Event description:
Defib comm error.

Manufacturer narrative:
Attempts to acquire the required event date, circumstances, and pt info are ongoing. Welch allyn will update this report when it has acquired this info.